Manufacturer narrative:
Date of event is estimated. During processing of this incident, unable to obtain complete event, patient, device information, UDI, weight and initial reporter details since the issue was reported with no event or device identifiers

Event description:
It was reported the patient's scs was not working, and surgical intervention took place at an unknown date wherein the device was explanted and replaced to address the issue. Patient reported via medwatch form without any event or device identifiers and therefore additional information regarding the issue is unable to be obtained by the manufacturer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.